Manufacturer narrative:
Manufacturing records were reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. High gradient may also be a result of possible valve related and/or non-valve related issues. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. To date, no intervention has been performed on the failing surgical valve. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 25mm bioprosthetic mitral heart valve is failing after eleven (11) years, one (1) month due to moderate regurgitation and an increased gradient (16 mmhg). As reported, the patient is being evaluated for valve-in-valve intervention but the procedure has yet to take place. No additional details provided.

Manufacturer narrative:
Serial number was entered in error and was corrected.